Event description:
The lay user/pt contacted lifescan alleging the owner's booklet was in spanish vs. English (incorrect product). There were no allegations of harm or injury. Replacement products were sent to the pt.